Event description:
Initial info for this spontaneous case was received from a physician on 14-dec-2007: a female pt initiated therapy with injectable poly-l-lactic acid (sculptra) in approx five months earlier for cosmetic use. Lot number and expiration date were not known. Medical history and concomitant medications were not provided. In the same month, the physician injected one vial of poly-l-lactic acid in each cheek. In the following month, at follow-up, he noted the cheeks looked much better than he anticipated. Three weeks prior to the call, on approx three months later, the pt began to experience swelling between the eyebrows and on the central forehead. Physician reports that there are no palpable nodules. The physician stated her cheeks have continued to fill out, but are not over corrected, and notes that the pt reports increasing volume after five months. Physician states he has palpated both forehead and glabellar areas that were not injected, and compared them to the cheeks that were injected, and is concerned because they "are not dissimilar in how they feel", making him believe there is an underlying infection or systemic reaction taking place. The edema is limited to the face. States pt is afebrile and there is no erythema or tenderness in the pt's face. The physician denied any concomitant medications or known medical history that could account for the described presentation. The physician denied that the pt has received any ipl, laser, filler, thermacool, or other cosmetic enhancement to the face, (post one treatment with poly-l-lactic acid) that could account for what looks like and enhanced cosmetic response. No culture or biopsy done to date. No further info reported. Add'l info for sculptra from product technical complaint report case dated 20-dec-2007, received by uspv on 22-jan-2008: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum to info previously provided for poly-l-lactic acid [sculptra] received from a physician via a company sales rep on the next day: a company sales rep reported on behalf of the physician, who reported that this female pt has a granuloma (site not specified,) with swelling, and which is continuing to grow. Uspv contacted physician on the same day, and he stated that the pt had a c-t scan and a biopsy of the area and results were granuloma with inflammation. He also reported that the pt has changed her last name from br to bg. No further medical info provided. Add'l info was received from the physician via a health care professional data collection form on 29-jan-2008: pt demographics were provided. The currently a female pt initiated therapy with poly-l-lactic acid [sculptra] in 2007 for mid face hypoplasia. She received two vials, "one each midface". (Lot number/expiration date unk.) The product does not continue. The date of last dose prior to the event starting was the next day. The event was described as "enlargement of glabella and mass right lateral cheek, remote from sculptra injection site." The date of the event was provided as 2007, and the outcome reported as ongoing. Medical history: the pt was reported as having no medical problems and no allergies. Concomitant medications: none. Causality: the physician suspected that the events were related to poly-l-lactic acid. Concerning the question about other medications and disease states that may have played a role in the events: none. Add'l info received from physician via a phone call (returning uspv call) on 31-jan-08, which upgrades case to serious: the poly-l-lactic acid was reconstituted with 6cc of sterile water for each vial. The injection sites were glabella and cheeks. Injections were local in each cheeks. Consumer received two vials, to the glabella and cheeks. The total volume injected at each site was not specified. No lidocaine or other anesthetic was used. The granulomas were in the glabella and right lateral cheek. The size was 4x3cm in the glabella and 1x2cm in the right cheek. These were the areas of the swelling. The granulomas grew from 2007 until early 2008. The CT scan was performed [date unspecified] to rule out other pathology, soft tissue density in the cheeks and glabella. A punch biopsy was performed [date unspecified] to the left glabella and the right cheek. The biopsy results showed granuloma with foamy cytoplasm similar to silicone injections. The pt was treated with steroid injections, nos, last week (same month). The pt was scheduled to see the physician at the end of the month. No other medical info provided.

Manufacturer narrative:
Case based on info received 31-jan-08. Initial report received 14-dec-07. Female pt initiated sculptra 2007 for cosmetic use and was injected 1 vial of sculptra in each cheek. Md states he has palpated both forehead and glabellar areas that were not injected, and compared them to the cheeks that were injected, and is concerned because they "are not dissimilar in how they feel", making him believe there is an underlying infection or systemic reaction. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. On original month in 2008, the md reported that pt has a granuloma with swelling, and which is continuing to grow. A CT scan and a biopsy of the area showed granuloma with inflammation. The female pt initiated therapy 2007 for mid face hypoplasia. She received 2 vials, "one each midface". The event was described as "enlargement of glabella and mass right lateral cheek, remote from sculptra injection site." The date of the event was provided as four months later, and the outcome is ongoing. The md suspected the events were related to sculptra and no other causes. Info received 31-jan-08, upgrades case to serious. Sculptra was reconstituted with 6cc of sterile water each vial. Consumer received 2 vials, to glabella & cheeks. Granulomas in glabella & right lateral cheek. The size was 4x3 cm in the glabella & 1x2 cm in the right cheek. The granulomas grew from that month until early 2008. CT scan to rule out other pathology, soft tissue density in the cheeks & glabella. A biopsy performed left glabella & rt. Cheek showed granuloma, foamy cytoplasm similar to silicone injections. Pt was treated with steroid injections the same month.